Event description:
A report was received that a patient underwent a pocket revision procedure due to discomfort at the ipg site. During the procedure, the ipg was relocated from the buttock to the flank. The patient is reportedly doing well following the procedure.